Event description:
At reoperation, one leaflet was stuck in the closed position and leaflet motion was reduced in the other leaflet. A leaflet was fractured while assessing leaflet function. The valve was explanted.